Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states that upon preparation the closurefast catheter was noticed to be severely kinked out of the packaging. The catheter was not inserted into the patient and a different catheter was used for the procedure. No patient injury occurred. Investigation of the return closurefast catheter on (B)(6) 2015, found the kink is approximately 7.3cm proximal of the distal tip of the catheter. The kinked area of the coil was examined with the aid of magnification, and it appears to have been connected to a radio frequency generator and activated: based on the melting and sloughing of coil coating material in the area of the kink. The instructions for use, (IFU) instructs the user if catheter is damaged; do not use.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.